Event description:
During surgery a piece of the lsc alligator grasper dislodged. The metal piece after examination appeared to have some missing chips. Event abated after use stopped or dose reduced: yes.